Manufacturer narrative:
Device available for evaluation corrected the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the white ubing at 2 feet and 4 inches from control knob, between inputconnector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of meting. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of cause not established of the device was assigned to this investigation.

Event description:
It was reported that during the preparation, the surgery nurse noticed that the fiber was broken and a light was emitted at the broken zone after the fiber was connected to the console port at 0 joules and 0 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber and the patient outcome was noted to be stable.

Event description:
It was reported that during the preparation, the surgery nurse noticed that the fiber was broken and a light was emitted at the broken zone after the fiber was connected to the console port at 0 joules and 0 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber and the patient outcome was noted to be stable.